Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard bc IV catheter was provided for investigation. A functional test revealed a leak from within the tip of the pink catheter adapter. After removing the catheter adapter, a pinhole was found in the catheter tubing near the leading edge of the wedge. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 382533 batch# 4110702 it was reported by customer that blood is leaking from the base of catheter at the hub. Verbatim: rcc received a complaint via email. Email(s) attached item: 382533 quantity affected: 1 cs serial/lot number: (B)(6). Po : 4517304191 are any samples available for return? Yes reported issue: cst states that blood is leaking from the base of catheter at the hub. There were 4 incidents with these catheters, the last one was 7/22.  There was no harm to the clients, but we did have to pull the IV out and restart an IV due the catheter leaking.